Manufacturer narrative:
The insulin pump was received with a scratched case, a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was cracked. Customer was changing the reservoir for the first time and noticed that the reservoir compartment side was literally melted. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.